Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for intractable spasticity and cerebral palsy. It was reported that the patient had been experiencing intermittent stimulation off and on. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that no further actions or interventions were performed or suggested, except to get the ins replaced due to its nearing end of life (eol). The cause of the intermittent stimulation was not determined. The patient¿s weight at the time of the event was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient¿s previous implantable neurostimulator was located above the left hip bone and was rubbing against the patient¿s hip. A revision (replacement) occurred on (B)(6) 2017 due to expected depletion, and the implantable neurostimulator pocket was moved 7 inches cephalic medial. There were no further complications reported or anticipated.